Event description:
Had a breast augmentation performed (B)(6) 2016. In (B)(6) 2018, I started experiencing symptoms of breast implant illness including: swollen lymph nodes behind the ear and under the jaw, severe joint pain, headaches, muscle stiffness, dry eyes, blurred vision, dry mouth, extreme constipation, sudden aversion to meat and eggs, hiccups, circle like rash in my trunk area around my breasts, metallic taste in my mouth, fluid retention, dehydration, bleeding gums, hair loss, neuropathy in the legs, loss of balance, muscle weakness, confusion, extreme fatigue, memory loss. The lack of positive ana blood tests as well as a clean MRI, has cleared me of all autoimmune disorders as well as lyme disease. I thought it important to get these tests to show it was the implants causing me to be sick and not just my body. Implants are still in me since hundreds of thousands of women are having these same issues but FDA refuses to acknowledge bii as an actual diagnosis and help women get them out. Surgery costs are around (B)(6). Funny how a smoker knows that cigarettes are bad, but still smoke and insurance will cover lung cancer treatment and or transplant. Women who have implants are told they are safe, yet they are developing debilitating symptoms and can't get any help. FDA safety report ID # (B)(4).